Event description:
The customer reported that the battery had failed. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had failed. There was no report of pt involvement. The battery was evaluated at philips. The reported failure was confirmed. Philips sent the customer a new battery which resolved the failure.